Event description:
It was reported that the patient manipulated her insulin levels to loose weight which resulted in an infection of her device. She was admitted to the hospital and was fighting multiple infections. During explant, the stimulator and one lead were completely removed. The other lead was only partially removed. The portion that was anchored to the stomach wall was left in place. A month later, a new system was implanted. During implant, the physician observed the portion of the old lead protruding into the stomach. The stomach did not appear perforated and the physician was able to cut the sutures holding the lead in place and remove the remaining parts via endoscopy. The implant procedure continued without complication. Further information is being requested from the hcp.